Manufacturer narrative:
The device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined, however, the high puncture in the vessel above the inguinal ligament may have caused the retroperitoneal bleeding and subsequent death. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.

Event description:
A patient expired with a retroperitoneal hematoma following and angiography procedure which was completed using a 6f angio-seal device. It was reported the death was not due to the device but rather a high puncture above the inguinal ligament.